Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer stated on thursday blood glucose was 45 mg/dl or 46 mg/dl. She woke up with the blood glucose 46 mg/dl and treated for it. Customer also stated that they received sensor updating alert and change sensor alert. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be return for analysis.